Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit was received with missing reservoir tube o-ring, broken reservoir tube lip, and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's reservoir compartment was cracked. The top of the reservoir compartment was cracked and chipped away. The reservoir was not sitting properly. Customer's blood glucose level was 7.4 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.